Event description:
The patient felt stimulation sensation in her stomach and not in her back and legs. The patient felt stimulation on one body side. The patient was seen in clinic, x-rays were taken. The hcp determined that the leads had migrated down 2 vertebral levels. Reprogramming did not reestablish stimulation coverage. Surgical lead placement was recommended. A follow-up report will be submitted if additional information becomes available.